Event description:
The manufacturer received a report that a trilogy 100 ventilator was returned for recertification. No patient injury or serious harm was reported. The device was evaluated at the manufacturer's service center. The device log files were successfully downloaded and reviewed in full. No critical errors were observed. During functional testing, the device failed the negative calibration flow test. The device was recalibrated and subsequently passed the negative calibration flow test and all remaining functional testing. As part of preventive maintenance, the blower assembly, overhead blower filter, and inlet filter were replaced. The outer enclosure was cleaned, and the rubber feet were replaced. Following service, the device passed all testing. A final report is being submitted. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The reported failure of negative calibration flow test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. The DHR for this device will not be reviewed at this time.